Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient also mentioned he received an error on the meter in the past. At 10:31 a.m., the patient tested a sample on the meter and the result was > 8.0 inr. At 10:34 a.m., the patient tested a sample on the meter and the result was 4.2 inr. The patient's medication was held for one day based on the 4.2 inr value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every 2 weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient changes coumadin dosage based on the meter results every time the patient tests, however, no changes were made to the patient's dosage since the patient was last tested. The patient has no new medications, no diet changes, and no illnesses. The patient did not have any special or unusual diet. The patient has no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (281241) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.